Manufacturer narrative:
Evaluation summary : it was caused due to a fluid damage in the lg prong assy and the insertion flexible tube (ift). In addition, we confirmed that the side body cover broke, the operation channel buckle, the ccd module disconnection, the light guide fiber bundle (lcb) disconnection, and the insertion flexible tube (ift) leak; however, these are not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec-3890li is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
Rotatable lg-plug screws loosened, leaky. This event occurred at the time of reprocessing. There was no report of patient harm.